Event description:
The electrode "cautery pad" was hooked to the patient's right hip. The electrode would not set when the monitor set button was pushed. A new cautery package was opened and used without any problem. No patient injury or harm.